Event description:
On (B)(6) 2013, a patient was implanted with click-x at l3-l4 to extend a previous construct (l4-s1) due to adjacent level disc disease. The patient returned to the surgeon for an 8-week follow-up appointment. During follow-up, x-rays revealed that the unilateral (right side) rod had migrated cranially. Patient is meeting with the surgeon on (B)(6) 2013, to discuss treatment plan. The surgeon intends to remove/revise the migrated rod at l4, date not specified. Anticipated future treatment for the patient is unknown at this time. This report is for an unknown rod, right side. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.